Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) indicated the physician did not program the device appropriately, resulting in the patient being hospitalized and a narcotic overdose. Additional information has been requested; however, no further information is currently available. No further adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies.the device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this device was received at boston scientific's return products department on march 29, 2017. A web search by boston scientific's device tracking had found that this patient died on (B)(6). 2012 (approximately 7 months from the patient reported product experience in late (B)(6). 2012).